Event description:
Euflexxa . I recently received three shots of euflexxa for knee pain (B)(6)2010-. Forty eight hours post the final injection my knee doubled in size, became painful to the point of not being able to bear weight, and hot to the touch. I had no systemic signs or symptoms suggestive of infection -fever, chills, malaise, break-through pain-. This reaction was only present following the third injection. The third shot was on thursday (B)(6), and by today -monday, (B)(6)-, the pain and swelling have reduced. Treatment required ice, elevation, nsaids, and rest. My doctor diagnosed a fireaction to euflexxafl. I have no other relevant medical history: no other medications, relevant medical history or history of allergies. Dose or amount: one syringe. Frequency: 1/week, for 3 week. Route: intra-articular. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: knee pain.